Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation'), device dislocation ('migration'), pregnancy with contraceptive device ('14-11,2 week intrauterine pregnancy'), genital haemorrhage ('heavy abnormal bleeding'), menorrhagia ('menorrhagia') and vaginal haemorrhage ('abnormal bleeding (vaginal)') in a 24-year-old female patient who had essure (batch no. 827823-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "patient did not undergo essure confirmation test". The patient's medical history included sickle cell crisis, normocytic anemia, urinary tract infection, fever, preterm labor, chorioamnionitis, leg pain, gravida I and parity 1. Concurrent conditions included asthma and scoliosis. Concomitant products included folic acid, hydrocodone bitartrate;paracetamol (vicodin), medroxyprogesterone acetate (depoprovera), paracetamol (tylenol), tramadol and vitamin b12 nos (vitamin b 12). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2012, the patient experienced menorrhagia (seriousness criterion medically significant), vaginal haemorrhage (seriousness criterion medically significant) and pelvic pain ("pelvic pain"), 8 months after insertion of essure. In 2012, the patient experienced perforation (seriousness criterion medically significant) and device dislocation (seriousness criterion medically significant). On an unknown date, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), abdominal pain lower ("severe cramping") and vulvovaginal pain ("vaginal pain"). The patient was treated with blood transfusion due to a 30 day menses. Essure treatment was not changed. At the time of the report, the perforation, device dislocation, pregnancy with contraceptive device, genital haemorrhage, menorrhagia, vaginal haemorrhage, pelvic pain, abdominal pain, abdominal pain lower and vulvovaginal pain outcome was unknown. Pregnancy related information: prospective report. The patient's obstetric status was gravida 2, para 1. Last menstrual period was in (B)(6) 2010 and estimated date of delivery was on an unknown date. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, abdominal pain lower, device dislocation, genital haemorrhage, menorrhagia, pelvic pain, perforation, pregnancy with contraceptive device, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: the right fallopian tube had 1 coils visible, and the left fallopian tube had 2 coils visible. Discrepancy noted for date(s) of insertion: (B)(6) 2011, (B)(6) 2011. ¿concerning the injuries reported in this case, the following events were confirmed in patient¿s medical records: pregnancy with contraceptive device". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-nov-2019: pfs received. Reporter information, concomitant drug, medical history, event : patient did not undergo essure confirmation test, abnormal bleeding (vaginal) added. No valid lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation'), device dislocation ('migration'), pregnancy with contraceptive device ('14-11,2 week intrauterine pregnancy') and genital haemorrhage ('heavy abnormal bleeding') in an adult female patient who had essure (batch no. 827823-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included sickle cell crisis, normocytic anemia, urinary tract infection, fever, preterm labor, chorioamnionitis, leg pain, gravida I and parity 1. On (B)(6) 2011, the patient had essure inserted. In 2012, the patient experienced perforation (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant) and menorrhagia ("menorrhagia"). On an unknown date, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). Essure treatment was not changed. At the time of the report, the perforation, device dislocation, pregnancy with contraceptive device, genital haemorrhage, pelvic pain, abdominal pain, vulvovaginal pain, abdominal pain lower and menorrhagia outcome was unknown. Pregnancy related information: prospective report. The patient's obstetric status was gravida 2, para 1. Last menstrual period was in (B)(6) 2010 and estimated date of delivery was on an unknown date. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, abdominal pain lower, device dislocation, genital haemorrhage, menorrhagia, pelvic pain, perforation, pregnancy with contraceptive device and vulvovaginal pain to be related to essure. The reporter commented: the right fallopian tube had 1 coils visible, and the left fallopian tube had 2 coils visible. Discrepancy noted for date(s) of insertion: (B)(6) 2011 ¿concerning the injuries reported in this case, the following events were confirmed in patient¿s medical records: pregnancy with contraceptive device" quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 21-oct-2019: ppf received. Reporter's information was added. Added event migration, perforation, menorrhagia. Updated event onset date. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.